Manufacturer narrative:
Product complaint # pc-(B)(4). Additional information: h6 component code: g07002 - device not returned additional information provided: changed another one to continue the surgery, the same problem happened. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. -- information requested is unknown. ¿ can you identify the lot number of the product that was used? --unk ¿ were x-rays taken to locate the needle piece(s)? --no ¿ did the needle piece fall into the patient? If yes, ¿ was the needle piece(s) retrieved during the same procedure? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a gastrointestinal hernia surgery on (B)(6)2024 and barbed suture was used. The needle broke when sewing in surgery . Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. The broken needle was retrieved shortly. The procedure was completed and no patient consequence reported. The lot is unavailable. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9 h3 evaluation: the product received for analysis was identified as product code . The ro number was associated with the project. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of sample a was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. These were ductile fractures. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. The needle breakage was observed. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.